Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an ongoing low blood glucose (bg) level ranging from "low"(specific bg value was not provided) - 70 mg/dl. Customer consumed glucose tablets to address bg levels. Reportedly, the pump software did not accurately adjust the amount of insulin delivered, resulting in the low. Recommendation was made to consult with healthcare provider regarding diabetes management. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.